Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -6.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed within the same surgery due to lens implanted upside down. There was no patient injury. On (b0(6) 2020 a replacement lens was implanted and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).